Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient hadn't used their stimulation in two years and recently needed to use it because their nerve endings were acting up. They charged their recharger yesterday but it wouldn't connect to their ins so they were unable to charge. They stopped charging because it was taking so long to charge their implant that they became fed up with it. In 2015 their stimulation became depleted and stopped working. No further complications reported.